Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery and ramus artery with 50% stenosis, mild calcification and mild tortuosity. The dragonfly opstar imaging catheter performed four pullbacks at the end of the procedure; however, an attempt was made to remove the catheter from the anatomy and the imaging catheter was removed entangled with the whisper guide wire protruding from the tip. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty removing the catheter appears to be related to operational context. The guidewire exit notch was noted to be stretched, which is consistent as an effect of the reported failure to withdraw the catheter from the guidewire; however, the stretching is not directly attributable as a cause to the reported failure. In this case, it is likely that the damaged guidewire, which was employed and returned with the complaint catheter, was the cause for the reported difficulty removing the catheter from the guidewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.